Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a resume pump alarm occurred. The customer's blood glucose level was 157 mg/dl. Reportedly customer will continue to use current pump for diabetes management.